Event description:
It was reported by the customer that the device was displaying a service indicator and had multiple error codes logged in memory that indicate potentially critical failure. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the device had locked up during the download. The system controller and the user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly; however, the lock up issue was not verified, nor duplicated. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system controller pcb assembly and there was no failure of this assembly.